Event description:
Caller alleged discrepant inratio 2 results. Results as follows: date: (B)(6) 2012, inratio inr: 4.5 and 5.9. The time between testing was an hour. Reportedly, the finger was "milked" after the finger stick and it took longer than 15 seconds to apply the sample. Therapeutic range 2.5-3.5 for pt. There was no reported adverse patient sequela. There was no additional info provided.

Manufacturer narrative:
Investigation pending.